Manufacturer narrative:
This report is being filed on an international product list number: 07c18 that has a similar product distributed in the us, list number: 01l82. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive results for architect anti-hbs results when compared to the results from gold standard. The following data was provided: architect anti-hbs 17.44 miu/ml (reactive), repeated 16.97 miu/ml (reactive), gold standard negative. No impact to patient management was reported.

Manufacturer narrative:
Information provided by the customer was reviewed and supports the complaint issue without indication for any additional issue. Return testing was not performed as returns were not available. Device history record review was performed on lot 34344fn01, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the product for the issue. A review of the labelling and literature addresses the customer¿s issue. Performance testing was performed using an in house retained kit of the complaint lot. Testing met acceptance criteria and the product is performing as expected. The overall specificity for the architect anti-hbs assay was estimated to be (B)(4) at the lower (B)(4)confidence level, therefore false reactive results may at times occur. False positive results may arise as a result of sample or reagent integrity issues at time of testing and details regarding sample and reagent handling are provided within the product package insert. Based on the investigation, no systemic issue or deficiency of the architect anti-hbs reagent was identified.